Event description:
It was reported that (3) tct75 were used during a labectomy procedure. It was reported by the rept that the first stapler did not fire right out of the package. Another was opened. The stapler was fired. It fired first third of the cartridge and then stopped. A third instrument of the dame lot was returned. The case was completed by removing the initial cartridge and reloading with a reload. The device fired fine and no consequence to pt.